Event description:
Heli-fx endoanchors were used in a thoracic endograft revision procedure. Prior treatment of the taa occurred on an unknown date and involved implantation of at least two cook zenith tx2 endografts. The taa was determined to be enlarging via CT follow-up, but no endoleak could be identified. Maximal aneurysm diameter was reported to be 11cm. Endoanchors were planned to be used to stabilize the proximal and distal attachment of the tx2 endografts. Access was through an 18fr cook sheath in the left femoral artery. Procedural angiography was also unable to pinpoint an endoleak. The anatomy was tortuous and advancement of the heli-fx devices was difficult, particularly in the visceral and distal thoracic aorta. Three endoanchors were placed within the proximal aspect of the endograft landing zone, distal to the left subclavian artery, without incident. At this point, another angiogram was taken, and again no endoleak was appreciated. Following positioning of the heli-fx guide for the fourth endoanchor implant, but prior to positioning of the applier, the patient experienced bradycardia and a drop in blood pressure. Heart rate and blood pressure did not respond to medical therapy. The interventional products including heli-fx were removed at this time and attempts were made to revive the patient. These efforts were not successful and the patient died in the operating room.